Event description:
Portion of yellow plastic from covidien stapler cartridge sheath broke off and was located inside patient during procedure. Foreign body removed from patient. 5 staple cartridges were used during procedure with two. FDA safety report ID # (B)(4).